Event description:
The device was returned with no information. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was returned to the manufacturer. A distal portion was received measuring 48 cm. Analysis revealed that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. (B)(4).